Event description:
The tibial insert impactor tip broke at the point where the tip connects to the impactor handle. The tip was being used to impact an ijig disposable instrument in the joint space. During the poly insertion step, the surgeon held the tibial insert impactor tip onto the impactor handle with the hand and impacted the inserts into place. The case proceeded without incident.

Manufacturer narrative:
The tibial insert impactor tip broke at the point where the tip connects to the impactor handle. The tip was being used to impact a ijig disposable instrument in the joint space. During the poly insertion step, the surgeon held the tibial insert impactor tip onto the impactor handle with his hand and impacted the inserts into place. The case proceeded without incident. Investigation indicates that the device was manufactured to specification. The complaint indicates that failure of the insert impactor tip occurred when it was being used outside of its intended purpose.